Event description:
It was reported that this patient received inappropriate shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) in (B)(6) 2025. After the last shock the physician programmed the secondary sensing vector instead of the primary sensing vector and no more shocks were seen. Posture testing occurred in (B)(6) 2025 and the primary sensing vector showed a lot of noise during any actions. Movements of the device and lead showed no noise and no significant noise were seen in the secondary sensing vector. The physician decided to program the device to the secondary sensing vector. A request for technical services (ts) review was needed. To date the patient was discharged home and no changes were made. No adverse patient effects were reported. The device remains implanted. Ts reviewed the x-ray provided and noted there was no evidence of under insertion. Ts noted that in july the system recorded non-physiological noise in the primary sensing vector and a shock cleared out the noise and artifacts seen manifest a possible connection issue. Ts noted that loss of baseline and non-physiological signals indicating mechanical issue with the electrode or a connection. Ts recommended reviewing the placement and integrity of the system. Ts also noted that the x-ray in lateral showed an electrode bend near the pocket area and the device appeared slightly rotated compared to the implant x-ray. To date the patient was discharged home and no changes were made. Data was sent for ts review and ts confirmed four inappropriate shocks for non-physiological signal oversensing. Ts noted that the system has been programmed to the secondary sensing vector and in absence of recreating noise this was a temporary solution until a device replacement at elective replacement indicator (eri). A follow up was scheduled in october 2025 to confirm appropriate sensing and function. No adverse patient effects were reported. The electrode remains implanted.

Event description:
It was reported that this patient received inappropriate shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) in (B)(6) 2025. After the last shock the physician programmed the secondary sensing vector instead of the primary sensing vector and no more shocks were seen. Posture testing occurred in (B)(6) 2025 and the primary sensing vector showed a lot of noise during any actions. Movements of the device and lead showed no noise and no significant noise were seen in the secondary sensing vector. The physician decided to program the device to the secondary sensing vector. A request for technical services (ts) review was needed. To date the patient was discharged home and no changes were made. No adverse patient effects were reported. The electrode remains implanted. Ts reviewed the x-ray provided and noted there was no evidence of under insertion. Ts noted that in july the system recorded non physiological noise in the primary sensing vector and a shock cleared out the noise and artifacts seen manifest a possible connection issue. Ts noted that loss of baseline and non physiological signals indicating mechanical issue with the electrode or a connection. Ts recommended reviewing the placement and integrity of the system. Ts also noted that the x-ray in lateral showed an electrode bend near the pocket area and the device appeared slightly rotated compared to the implant x-ray. To date the patient was discharged home and no changes were made. No adverse patient effects were reported. The device remains implanted.